Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used during a procedure (date unknown). According to the complainant, post procedure on (B)(6) 2012 the patient experienced stoma irritation and painful inflammation at the bumper level. On (B)(6) 2012, the patient experienced a stoma infection. On (B)(6) 2012, a esophagogastroduodenal fibroscopy was performed; it was noted device dislocation of gastric button with buried bumper syndrome, purulent liquid at the stoma level with local abscess. On (B)(6) 2012, pyostacine was administered. The patient was hospitalized on december 25, 2012 and replacement of peg tube was done on (B)(6) 2012. The patient remained in the hospital until (B)(6) 2012. It was reported the patient had recovered on an unspecified date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.